Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that there was no response when testing the tube outside from the neck. After the tube was moved a bit there was feedback from the tube again. However, during the procedure there was no response on the left-side at all. The hospital changed the tube to move on with the procedure. After the procedure, the doctor found the patient's left-side had recurrent laryngeal nerve got palsy. The procedure was completed with a backup device.

Event description:
Additional information from a healthcare professional (hcp) reported that the patient was free from vocal cord palsy and was back to normal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a healthcare professional (hcp) reported that the patient has finished the therapy of lodine-131 and will return to hospital for further check in 2 months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up, it was reported that when using the emg tube, the tube passed the ¿electrode check¿ screen prior to moving to the monitoring screen on the nim. The nim registered a waveform and provided the stimulus ¿beep¿ prior to and during the procedure. The emg tube was placed by the anesthesiologist who is familiar with the nerve monitoring emg tubes. The physician would firstly check if the electrode of the emg tube/ground line/stim-returned line were all checked. Then the physician would pet the neck to see if there¿s any response on the tube for a double-check that the emg tube accurately touched the vocal cord. The placement of the emg tube with the vocal cords was confirmed to be accurate. The anesthesiologist checked if the axial blue marking part was correctly positioned beside the vocal cord. Prior to the first emg tube was removed, it was placed as the standard emg tube setting. After taking off the right side thyroid tumor and changed to left side thyroid tumor, the physician found that there was no response at all when using the probe to check the nerve at left side. The emg tube and/or the patient was not repositioned prior to the tube not giving a response. The procedure performed was total thyroidectomy in both left and right sides. The stim probe was used during the whole procedure. No special therapy was given to the patient, since the physician needs to observe if the palsy will be recovered itself.